Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off into the pt's throat, then moved into the pt's stomach to pass out. The pt was not injured following the procedure.